Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter broke with less than 6 hours of use". The catheter was kinked. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter broke with less than 6 hours of use". The catheter was kinked. The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.